Manufacturer narrative:
The explanted products were not returned for evaluation. A review of the sterilization records was satisfactory. This is the final report.

Event description:
The pt's system was explanted due to possible infection. Results of cultures were negative for staph infection and fungus.